Event description:
Device malfunction: migration of the stent. Symptoms/ae : required placement of a second stent. Time of malfunction/ae: during the procedure. It was reported that during a left common carotid artery stenting procedure, the xact stent moved after deployment, not completely covering the target lesion, requiring a second stent to be placed. There were no adverse pt sequelae reported. Although requested, there is no additional info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Stent movement is a known possible event associated with the use of carotid stents as stated in xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Study event.